Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard mesh (bard flat mesh), bard/davol ventralex st and bard phasix mesh. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st which was implanted on (B)(6) 2018. It is alleged that the patient sustained injuries on (B)(6) 2019 and underwent revision surgery. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2018) is considered to be a best estimate. Updated fields: a2,b4,b5,b7,d3,d4 (product catalog no., UDI no, expiry date, corporate lot no.), d.6b (date of explant),g3,g6,h2,h4,h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard mesh (bard flat mesh), bard/davol ventralex st and bard phasix mesh. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st which was implanted on (B)(6) 2018. It is alleged that the patient sustained injuries on (B)(6) 2019 and underwent revision surgery. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2018 - patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of ventralex st mesh (device 1). Per op notes, "infraumbilical incision was made, a ventralex st mesh (device 1) was placed into the defect." On (B)(6) 2019 - patient was diagnosed with recurrent incisional hernias thereby underwent repair with removal of mesh (device 1) and implant of bard soft mesh (device 2). Per op notes, "encountered dense adhesions of the omentum to the anterior abdominal wall which were taken down. The intraabdominal mesh (device 1) was removed. Then a bard soft mesh (device 2) was placed to the pubic bone using sutures."